Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using the device with good retention and no skin breakdown. The recipient will be managed per center protocol. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that during initial implant surgery the recipient also had a shunt for hydrocephalus removed. The scar from the shunt removed is over the magnet site for the implant. The recipient's audiologist noted that this caused some skin breakdown previously. The recipient's magnet strength was adjusted and is using moleskin with foam. The recipient was reportedly prescribed mupirocin and cefdinir for skin breakdown. The recipient was also advised to discontinue use of the device until the skin has healed.